Event description:
Patient had initially called regarding their meter being stolen. A replacement meter was being sent to patient , when they mentioned that previous they had received a "warranty meter that was cracked. "It is that meter which is being reported. Patient did not provide a serial number for the meter. They also reported that they received a high result of 379mg/dl on that meter and 3 hours later, the doctor's meter gave a result of 129 mg/dl, which does not reflect any serious injury. This case is reported as a meter malfunction due to the cracked display on a new meter.